Event description:
It was reported that during a da vinci hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument, a burning smell was noticed by the surgical staff. The instrument was removed and observed to be cracked and bent roughly 2 inches from the tip of the instrument. The planned procedure was completed and no pt harm, adverse outcome or injury was reported. On april 18, 2008, the coordinator spoke to an isi representative and stated that a possible burn may have occurred as the pt is feeling discomfort in her abdomen. No further info was provided.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. The site indicated that they will not be returning the instrument to isi for add'l eval. A f/u MDR will be submitted if add'l info is rec'd.